Event description:
It was reported that a patient experienced peritonitis and passed away coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with abdominal pain. The patient had been hospitalized for an unrelated indication when they were diagnosed with bacterial peritonitis. The cause of the peritonitis was unknown. Dianeal therapies were discontinued due to the peritonitis. It was unknown if the patient was treated with any antibiotics. Two days after discontinuing pd therapy, the patient passed away in the hospital. The patient had not recovered from the peritonitis prior to their death. An autopsy was not performed. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unknown date, during hospitalization the patient was diagnosed with peritonitis. A review of all batch record documents was performed for potentially associated lot number 13j15h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.